Event description:
Pt with diagnosis of acute lymphocytic leukemia. Admitted for placement of huber needle for chemotherapy administration. Insertion successful, and pt discharged home. During the night, the catheter tubing separated from the hub allowing for free blood flow. Pt returned to hematology clinic for huber needle removal and placement of a new unit. Because the catheter clamp was closed, loss of blood was minimal, but there was significant risk of infection with an open IV line.